Event description:
A user facility reported that during implantation of an intraocular lens (iol) it was noted that a haptic was broken. The lens was removed from the eye during the same procedure. The incision was enlarged to facilitate removal of the iol.